Event description:
Customer returned the device for the issue of something rattling in it as noted during inspection. There is no harm reported to any patient. Upon evaluation of the returned device, it was observed that the alternating current (ac) inlet at the rear was damaged with a crack. This medwatch is being submitted for the reportable issue of the cracked ac inlet observed during device evaluation.

Manufacturer narrative:
Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the alternating current (ac) inlet at the rear was damaged with a crack. Found a piece of leak tester inside unit that caused the rattling noise. The user¿s complaint of the rattling noise was confirmed. Other observations for the device are: air pressure low due to faulty air pump unit; tubing is of old type and bent; air joint unit and connector socket the front are worn out; power switch at the front is damaged with cracked protective cover, light-emitting diode (led) light not lighting up and plastic cap torn off; four suction feet at the bottom have weak suction force; and top cover has minor paint scratches but still functional. All other functions tested okay. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was manufactured in 1999 (used for 23 years). No repair record. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the phenomenon (inlet damage) likely occurred due to failure of the power cord receptacle. No root cause could be determined at this time.